Event description:
This case was initially received via regulatory authority FDA (reference number: mw5040468) on 22-may-2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube in uterus"), embedded device ("one of the coils has expelled itself from tube / displaced coil (coil left tube and embedded in uterus, then second coil left tube)"), the first episode of transient ischaemic attack ("transient ischemic attack"), genital haemorrhage ("severe bleeding / bleeding from time of insertion \ blood clots that they can trace back to the essure"), autoimmune disorder ("experienced autoimmune disorder"), cerebrovascular accident ("I had a stroke on month after") and the second episode of transient ischaemic attack ("transient ischemic attack") in a (B)(6) female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 5 ((B)(6) 2006; (B)(6) 2009; (B)(6) 2010; (B)(6) 2014) and blighted ovum. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced the first episode of transient ischaemic attack (seriousness criterion medically significant). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of transient ischaemic attack (seriousness criterion medically significant), hepatic steatosis ("fatty liver") and generalised anxiety disorder ("generalized anxiety disorder") with abdominal pain lower, abdominal pain and pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), paraesthesia ("tingling in hands and legs"), hypoaesthesia ("numbness in hands and legs"), menorrhagia ("periods became very heavy with blood clots"), back pain ("lower back pain"), device expulsion ("displaced coil (coil left tube and embedded in uterus, then second coil left tube)"), alopecia ("hair loss"), weight increased ("weight gain"), acne ("acne"), abdominal distension ("swollen abdomen / swollen stomach"), menstruation irregular ("irregular periods") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, autoimmune disorder, cerebrovascular accident, the last episode of transient ischaemic attack, paraesthesia, hypoaesthesia, menorrhagia, back pain, device expulsion, hepatic steatosis, alopecia, weight increased, acne, abdominal distension, menstruation irregular and treatment noncompliance outcome was unknown and the generalised anxiety disorder was resolving. The reporter considered abdominal distension, acne, alopecia, autoimmune disorder, cerebrovascular accident, embedded device, device expulsion,fallopian tube perforation, generalised anxiety disorder, hepatic steatosis, menstruation irregular, treatment noncompliance, weight increased, the first episode of transient ischaemic attack and the second episode of transient ischaemic attack to be related to essure. The reporter provided no causality assessment for back pain, genital haemorrhage, hypoaesthesia, menorrhagia and paraesthesia with essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: one of the coils was expelled from tube 3 months after implant, patient had essure confirmation test with dye injections. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received,case marked incident. New reporter added, historical condition added,lab data added,events added as follows:-severe and persistent pain,displaced coil (coil left tube and embedded in uterus, then second coil left tube)-(partial expulsion), tia (transient ischemic attack), fatty liver, hair loss, weight gain, acne, swollen abdomen, experienced autoimmune disorder,perforation of fallopian tube in uterus, irregular periods, I had a stroke on month after,treatment non-compliance. Event device dislocation was updated to embedded device,essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 22-may-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube in uterus'), uterine perforation ('the location of the perforation: uterus'), embedded device ('one of the coils has expelled itself from tube / displaced coil (coil left tube and embedded in uterus, then second coil left tube)/ one of my could escaped the tube'), device expulsion ('displaced coil (coil left tube and embedded in uterus, then second coil left tube)'), genital haemorrhage ('severe bleeding / bleeding from time of insertion \ blood clots that they can trace back to the essure'), procedural haemorrhage ('I immediately had pain and bleeding at time of insertion'), transient ischaemic attack ('transient ischemic attack'), autoimmune disorder ('experienced autoimmune disorder') and cerebrovascular accident ('I had a stroke on month after') in a 33-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "another coil because he bent the first one" and treatment noncompliance "did not use birth control or contraception at any time following your essure placement". The patient's medical history included multigravida, parity 5 (B)(6) 2006; (B)(6) 2009; (B)(6) 2010; (B)(6) 2010; (B)(6) 2014), blighted ovum, hypertension nos, thrombophlebitis, pre-eclampsia, glucose tolerance impaired in pregnancy, headache, stroke, inflammation, breast cancer nos and blood pressure high. Pregnancy test negative. Concurrent conditions included uterine bleeding, hypertension, hyperlipidemia and melanocytic nevus. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), hepatic steatosis ("fatty liver") and generalised anxiety disorder ("generalized anxiety disorder") with abdominal pain lower, abdominal pain and pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), paraesthesia ("tingling in hands and legs"), hypoaesthesia ("numbness in hands and legs"), menorrhagia ("periods became very heavy with blood clots"), back pain ("lower back pain"), alopecia ("hair loss"), acne ("acne"), swollen abdomen ("swollen abdomen / swollen stomach"), menstruation irregular ("irregular periods"), procedural pain ("I immediately had pain and bleeding at time of insertion/I was in severe and persistent pain"), dental caries ("I have 9 cavities"), dysmenorrhoea ("painful periods"), abdominal distension ("hoping the belly goes away"), swelling ("swelling"), panic attack ("panic attack") and fatigue ("she often feel fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery ( laparoscopic hysterectomy, total removal w/tubes). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, genital haemorrhage, transient ischaemic attack, autoimmune disorder, cerebrovascular accident, paraesthesia, hypoaesthesia, menorrhagia, back pain, hepatic steatosis, alopecia, weight increased, acne, menstruation irregular, abdominal distension, swelling, panic attack and fatigue outcome was unknown, the swollen abdomen and generalised anxiety disorder was resolving and the procedural pain had not resolved. The reporter provided no causality assessment for back pain, genital haemorrhage, hypoaesthesia, menorrhagia and paraesthesia with essure. The reporter considered acne, alopecia, autoimmune disorder, cerebrovascular accident, dental caries, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, generalised anxiety disorder, hepatic steatosis, menstruation irregular, panic attack, procedural haemorrhage, procedural pain, swelling, swollen abdomen, transient ischaemic attack, uterine perforation, weight increased and abdominal distension to be related to essure. The reporter commented: patient tolerated the procedure well without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): abdominoplasty - in 2019: this patient presents with left breast cancer with positive lymph node. She will be undergoing bilateral mastectomy. We had a long discussion about reconstruction. I do think she is a reasonable candidate for a direct implant reconstruction with a somewhat smaller breast implant provided that mastectomy flaps have adequate vascularity as determined intraoperatively. Because of her prior reduction I would performing this procedure through a vertical oriented ellipse and she will require skin sparing and not nipple sparing. I explained the procedure in detail including choices between subpectoral and protectoral. Generally with expected radiation I recommended protectoral reconstruction with the use of allograft. I explained the rationale for the use of allograft. Hysterosalpingogram - on an unknown date: impression- right essure device not in the fallopian tube. It lies perpendicular to the position of the fallopian tube. Right fallopian tube is widely patent, with contrast extending to and around the right ovary. Expected location of the left essure device, occluding the left side.; in (B)(6) 2015: results: one of the coils was expelled from tube. Imaging procedure - on an unknown date: 3 months after implant, patient had essure confirmation test with dye injections. Mammogram - on (B)(6) 2019: there are scattered fibro glandular densities in each breast. There is a somewhat irregular asymmetry in the lower aspect of the central to inner left breast approximately 13 mm from the nipple. This finding measures approximately 13 mm x 8 mm x 2.2 cm. There are no associated calcifications but there is architectural distortion associated with this finding and associated skin retraction. There is also a second somewhat irregular asymmetry in the more posterior inner aspect of the left breast at approximately the 7:00 position. This finding is about 4-5 cm from the nipple and has irregular margins. There are no associated calcifications. No other left breast asymmetries are seen. The right breast is unremarkable. Ultrasound scan - on (B)(6) 2019: normal configuration lymph node with preserved fatty hilum within the preauricular space measuring 8 mm x 3 mm x 3 mm. There is an additional adjacent lymph node measuring 7 mm x 5 mm. Within the left posterior neck, there is a normal-appearing lymph node with preservation of the fatty hilum, normal hilar blood flow patterns, measuring 0.4 x 1.0 x 1.5 cm impression: benign lymph nodes noted within the areas of palpable abnormality within the left preauricular area and left posterior neck.. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received events " swelling, panic attack, she often feel fatigue" were added. On 10-jun-2020: process with follow up 23. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5040468 on 22-may-2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube in uterus'), uterine perforation ('the location of the perforation: uterus'), embedded device ('one of the coils has expelled itself from tube / displaced coil (coil left tube and embedded in uterus, then second coil left tube)/ one of my could escaped the tube'), device expulsion ('displaced coil (coil left tube and embedded in uterus, then second coil left tube)'), genital haemorrhage ('severe bleeding / bleeding from time of insertion \ blood clots that they can trace back to the essure'), procedural haemorrhage ('I immediately had pain and bleeding at time of insertion'), transient ischaemic attack ('transient ischemic attack'), autoimmune disorder ('experienced autoimmune disorder') and cerebrovascular accident ('I had a stroke on month after') in a 33-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "another coil because he bent the first one" and treatment noncompliance "did not use birth control or contraception at any time following your essure placement". The patient's medical history included multigravida, parity 5 ((B)(6) 2006; (B)(6) 2009; (B)(6) 2010; (B)(6) 2010; (B)(6) 2014), blighted ovum, hypertension nos, thrombophlebitis, pre-eclampsia, glucose tolerance impaired in pregnancy, headache, stroke, inflammation, breast cancer nos and blood pressure high. Pregnancy test negative. Concurrent conditions included uterine bleeding, hypertension, hyperlipidemia and melanocytic nevus. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), hepatic steatosis ("fatty liver") and generalised anxiety disorder ("generalized anxiety disorder") with abdominal pain lower, abdominal pain and pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), paraesthesia ("tingling in hands and legs"), hypoaesthesia ("numbness in hands and legs"), menorrhagia ("periods became very heavy with blood clots"), back pain ("lower back pain"), alopecia ("hair loss"), acne ("acne"), swollen abdomen ("swollen abdomen / swollen stomach"), menstruation irregular ("irregular periods"), procedural pain ("I immediately had pain and bleeding at time of insertion/I was in severe and persistent pain"), dental caries ("I have 9 cavities"), dysmenorrhoea ("painful periods"), abdominal distension ("hoping the belly goes away"), swelling ("swelling"), panic attack ("panic attack") and fatigue ("she often feel fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and laparoscopic hysterectomy, total removal w/tubes). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, genital haemorrhage, transient ischaemic attack, autoimmune disorder, cerebrovascular accident, paraesthesia, hypoaesthesia, menorrhagia, back pain, hepatic steatosis, alopecia, weight increased, acne, menstruation irregular, abdominal distension, swelling, panic attack and fatigue outcome was unknown, the swollen abdomen and generalised anxiety disorder was resolving and the procedural pain had not resolved. The reporter provided no causality assessment for back pain, genital haemorrhage, hypoaesthesia, menorrhagia and paraesthesia with essure. The reporter considered acne, alopecia, autoimmune disorder, cerebrovascular accident, dental caries, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, generalised anxiety disorder, hepatic steatosis, menstruation irregular, panic attack, procedural haemorrhage, procedural pain, swelling, swollen abdomen, transient ischaemic attack, uterine perforation, weight increased and abdominal distension to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient tolerated the procedure well without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): abdominoplasty - in 2019: this patient presents with left breast cancer with positive lymph node. She will be undergoing bilateral mastectomy. We had a long discussion about reconstruction. I do think she is a reasonable candidate for a direct implant reconstruction with a somewhat smaller breast implant provided that mastectomy flaps have adequate vascularity as determined intraoperatively. Because of her prior reduction I would performing this procedure through a vertical oriented ellipse and she will require skin sparing and not nipple sparing. I explained the procedure in detail including choices between subpectoral and protectoral. Generally with expected radiation I recommended protectoral reconstruction with the use of allograft. I explained the rationale for the use of allograft. Hysterosalpingogram - on an unknown date: impression- right essure device not in the fallopian tube. It lies perpendicular to the position of the fallopian tube. Right fallopian tube is widely patent, with contrast extending to and around the right ovary. Expected location of the left essure device, occluding the left side.; in (B)(6) 2015: results: one of the coils was expelled from tube. Imaging procedure - on an unknown date: 3 months after implant, patient had essure confirmation test with dye injections. Mammogram - on (B)(6) 2019: there are scattered fibro glandular densities in each breast. There is a somewhat irregular asymmetry in the lower aspect of the central to inner left breast approximately 13 mm from the nipple. This finding measures approximately 13 mm x 8 mm x 2.2 cm. There are no associated calcifications but there is architectural distortion associated with this finding and associated skin retraction. There is also a second somewhat irregular asymmetry in the more posterior inner aspect of the left breast at approximately the 7:00 position. This finding is about 4-5 cm from the nipple and has irregular margins. There are no associated calcifications. No other left breast asymmetries are seen. The right breast is unremarkable. Ultrasound scan - on (B)(6) 2019: normal configuration lymph node with preserved fatty hilum within the preauricular space measuring 8 mm x 3 mm x 3 mm. There is an additional adjacent lymph node measuring 7 mm x 5 mm. Within the left posterior neck, there is a normal-appearing lymph node with preservation of the fatty hilum, normal hilar blood flow patterns, measuring 0.4 x 1.0 x 1.5 cm impression: benign lymph nodes noted within the areas of palpable abnormality within the left preauricular area and left posterior neck.. Batch no c06513 . Production date 2013-12-21. Expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc. On 6-jul-2020: medical record received: no new information. On 30-jun-2020: medical record received: reporter information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5040468) on 22-may-2015. The most recent information was received on 23-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube in uterus"), uterine perforation ("the location of the perforation: uterus"), embedded device ("one of the coils has expelled itself from tube / displaced coil (coil left tube and embedded in uterus, then second coil left tube)"), device expulsion ("displaced coil (coil left tube and embedded in uterus, then second coil left tube)"), genital haemorrhage ("severe bleeding / bleeding from time of insertion \ blood clots that they can trace back to the essure"), procedural haemorrhage ("I immediately had pain and bleeding at time of insertion"), the first episode of transient ischaemic attack ("transient ischemic attack"), the second episode of transient ischaemic attack ("transient ischemic attack"), autoimmune disorder ("experienced autoimmune disorder") and cerebrovascular accident ("I had a stroke on month after") in a 33-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "another coil because he bent the first one". The patient's past medical history included multigravida, parity 5 ((B)(6) 2006; (B)(6) 2009; (B)(6) 2010; (B)(6) 2010; (B)(6) 2014) and blighted ovum. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 3 days after insertion of essure, the patient experienced the first episode of transient ischaemic attack (seriousness criterion medically significant). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of transient ischaemic attack (seriousness criterion medically significant), hepatic steatosis ("fatty liver") and generalised anxiety disorder ("generalized anxiety disorder") with abdominal pain lower, abdominal pain and pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), paraesthesia ("tingling in hands and legs"), hypoaesthesia ("numbness in hands and legs"), menorrhagia ("periods became very heavy with blood clots"), back pain ("lower back pain"), alopecia ("hair loss"), weight increased ("weight gain"), acne ("acne"), abdominal distension ("swollen abdomen / swollen stomach"), menstruation irregular ("irregular periods"), procedural pain ("I immediately had pain and bleeding at time of insertion/I was in severe and persistent pain"), dental caries ("I have 9 cavities"), dysmenorrhoea ("painful periods") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement"). The patient was treated with surgery (hysterectomy), surgery (laparoscopic hysterectomy, total removal w/tubes), surgery (hysterectomy), . Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, genital haemorrhage, the last episode of transient ischaemic attack, autoimmune disorder, cerebrovascular accident, paraesthesia, hypoaesthesia, menorrhagia, back pain, hepatic steatosis, alopecia, weight increased, acne, menstruation irregular and treatment noncompliance outcome was unknown, the abdominal distension and generalised anxiety disorder was resolving and the procedural pain had not resolved. The reporter provided no causality assessment for back pain, genital haemorrhage, hypoaesthesia, menorrhagia and paraesthesia with essure. The reporter considered abdominal distension, acne, alopecia, autoimmune disorder, cerebrovascular accident, dental caries, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, generalised anxiety disorder, hepatic steatosis, menstruation irregular, procedural haemorrhage, procedural pain, treatment noncompliance, uterine perforation, weight increased, the first episode of transient ischaemic attack and the second episode of transient ischaemic attack to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: one of the coils was expelled from tube. 3 months after implant, patient had essure confirmation test with dye injections. Concerning the injuries reported in this case, the following ones were reported via social media: "I have 9 cavities" and "painful periods." Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events- I immediately had pain and bleeding at time of insertion/I was in severe and persistent pain, I have 9 cavities and painful periods,another coil because he bent the first one were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5040468) on 22-may-2015. The most recent information was received on 03-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube in uterus"), uterine perforation ("the location of the perforation: uterus"), embedded device ("one of the coils has expelled itself from tube / displaced coil (coil left tube and embedded in uterus, then second coil left tube)"), device expulsion ("displaced coil (coil left tube and embedded in uterus, then second coil left tube)"), genital haemorrhage ("severe bleeding / bleeding from time of insertion \ blood clots that they can trace back to the essure"), procedural haemorrhage ("I immediately had pain and bleeding at time of insertion"), the first episode of transient ischaemic attack ("transient ischemic attack"), the second episode of transient ischaemic attack ("transient ischemic attack"), autoimmune disorder ("experienced autoimmune disorder") and cerebrovascular accident ("I had a stroke on month after") in a 33-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "another coil because he bent the first one". The patient's past medical history included multigravida, parity 5 ((B)(6) 2006; (B)(6) 2009; (B)(6) 2010; (B)(6) 2010; (B)(6) 2014) and blighted ovum. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 3 days after insertion of essure, the patient experienced the first episode of transient ischaemic attack (seriousness criterion medically significant). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of transient ischaemic attack (seriousness criterion medically significant), hepatic steatosis ("fatty liver") and generalised anxiety disorder ("generalized anxiety disorder") with abdominal pain lower, abdominal pain and pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), paraesthesia ("tingling in hands and legs"), hypoaesthesia ("numbness in hands and legs"), menorrhagia ("periods became very heavy with blood clots"), back pain ("lower back pain"), alopecia ("hair loss"), weight increased ("weight gain"), acne ("acne"), abdominal distension ("swollen abdomen / swollen stomach"), menstruation irregular ("irregular periods"), procedural pain ("I immediately had pain and bleeding at time of insertion/I was in severe and persistent pain"), dental caries ("I have 9 cavities"), dysmenorrhoea ("painful periods") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement"). The patient was treated with surgery (hysterectomy), surgery (laparoscopic hysterectomy, total removal w/tubes), surgery (hysterectomy), surgery and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, genital haemorrhage, the last episode of transient ischaemic attack, autoimmune disorder, cerebrovascular accident, paraesthesia, hypoaesthesia, menorrhagia, back pain, hepatic steatosis, alopecia, weight increased, acne, menstruation irregular and treatment noncompliance outcome was unknown, the abdominal distension and generalised anxiety disorder was resolving and the procedural pain had not resolved. The reporter provided no causality assessment for back pain, genital haemorrhage, hypoaesthesia, menorrhagia and paraesthesia with essure. The reporter considered abdominal distension, acne, alopecia, autoimmune disorder, cerebrovascular accident, dental caries, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, generalised anxiety disorder, hepatic steatosis, menstruation irregular, procedural haemorrhage, procedural pain, treatment noncompliance, uterine perforation, weight increased, the first episode of transient ischaemic attack and the second episode of transient ischaemic attack to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: one of the coils was expelled from tube 3 months after implant, patient had essure confirmation test with dye injections. Concerning the injuries reported in this case, the following one/ones were reported via social media: "I have 9 cavities" and "painful periods". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5040468) on 22-may-2015. The most recent information was received on 03-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube in uterus'), uterine perforation ('the location of the perforation: uterus'), embedded device ('one of the coils has expelled itself from tube / displaced coil (coil left tube and embedded in uterus, then second coil left tube)/ one of my could escaped the tube'), device expulsion ('displaced coil (coil left tube and embedded in uterus, then second coil left tube), genital hemorrhage ('severe bleeding / bleeding from time of insertion \ blood clots that they can trace back to the essure'), procedural hemorrhage ('I immediately had pain and bleeding at time of insertion'), autoimmune disorder ('experienced autoimmune disorder'), cerebrovascular accident ('I had a stroke on month after') and multiple episodes of transient ischaemic attack ('transient ischemic attack') in a 33-year-old female patient who had essure (batch no. C06513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "another coil because he bent the first one" and treatment noncompliance "did not use birth control or contraception at any time following your essure placement". The patient's medical history included multigravida, parity 5 (B)(6) 2006; (B)(6) 2009; (B)(6) 2010; (B)(6) 2014), blighted ovum, hypertension nos, thrombophlebitis, pre-eclampsia and glucose tolerance impaired in pregnancy. Pregnancy test negative. Concurrent conditions included uterine bleeding, hypertension, hyperlipidemia and melanocytic nevus. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced the first episode of transient ischaemic attack (seriousness criterion medically significant), 1 month 3 days after insertion of essure. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of transient ischaemic attack (seriousness criterion medically significant), hepatic steatosis ("fatty liver") and generalised anxiety disorder ("generalized anxiety disorder") with abdominal pain lower, abdominal pain and pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criteria medically significant and intervention required), procedural hemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), paraesthesia ("tingling in hands and legs"), hypoaesthesia ("numbness in hands and legs"), menorrhagia ("periods became very heavy with blood clots"), back pain ("lower back pain"), alopecia ("hair loss"), acne ("acne"), swollen abdomen ("swollen abdomen / swollen stomach"), menstruation irregular ("irregular periods"), procedural pain ("I immediately had pain and bleeding at time of insertion/I was in severe and persistent pain"), dental caries ("I have 9 cavities"), dysmenorrhoea ("painful periods") and abdominal distension ("hoping the belly goes away") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and total removal w/tubes). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device expulsion, genital hemorrhage, the last episode of transient ischaemic attack, autoimmune disorder, cerebrovascular accident, paraesthesia, hypoaesthesia, menorrhagia, back pain, hepatic steatosis, alopecia, weight increased, acne, menstruation irregular and abdominal distension outcome was unknown, the swollen abdomen and generalised anxiety disorder was resolving and the procedural pain had not resolved. The reporter provided no causality assessment for back pain, genital hemorrhage, hypoaesthesia, menorrhagia and paraesthesia with essure. The reporter considered acne, alopecia, autoimmune disorder, cerebrovascular accident, dental caries, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, generalised anxiety disorder, hepatic steatosis, menstruation irregular, procedural hemorrhage, procedural pain, swollen abdomen, uterine perforation, weight increased, the first episode of transient ischaemic attack, abdominal distension and the second episode of transient ischaemic attack to be related to essure. The reporter commented: patient tolerated the procedure well without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression- right essure device not in the fallopian tube. It lies. Perpendicular to the position of the fallopian tube. Right fallopian tube is widely patent, with contrast extending to and around the right ovary. Expected location of the left essure device, occluding the left side.; in (B)(6) 2015: results: one of the coils was expelled from tube. Imaging procedure - on an unknown date: 3 months after implant, patient had essure confirmation test with dye injections. Concerning the injuries reported in this case, the following one/ones were reported via social media: "I have 9 cavities" and "painful periods, pelvic pain, transient ischemic attack, weight gain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate of this case, therefore all the information from deletion case (B)(4) was transferred to this case. From deletion case event hoping the belly goes away was added. Legacy device report num (B)(4) (from deletion case (B)(4). Legacy device report num (B)(4) (from retention case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.